Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture confirmed via ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on october 05, 2022, with lot number 2661607. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification) additional observations: no penetrating nick ( stress marks) observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.